Event description:
The customer's mother reported that her daughter's blood glucose reached around 290 mg/dl after less than an hour wearing the device. She stated the needle did not deploy the cannula. Her daughter felt moisture at the insertion site and there was some blood. She does not recall when this happened and the device was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any malfunction or manufacturing deficiency that may have contributed to the reported hyperglycemia. As no product lot number was reported, no qualification record review could be performed. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."